Manufacturer narrative:
(B)(4).

Event description:
It was reported that pairing failure was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.